Event description:
New information states that the high dft issue was discovered during an unrelated procedure. The device was explanted and replaced on oct 11, 2017. The patient experienced no adverse events due to the high dft. The patient was stable after the procedure.

Event description:
It was reported that the device was explanted and replaced due to high defibrillation threshold. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.